Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic console was leaking from the air hose due to connector issues, resulting in poor or absent fluid¿air exchange. Details of the procedure and any patient impact were not provided. Additional information has been requested but is not available at the time of this report.